Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and advanced into the left ventricle (lv). However, the clip became caught in the chordae and was unable to be removed. While trying to retract the clip back into the atrium, tissue damage was observed. Although the clip remained in the chordae, it was able to grasp both leaflet and was deployed. An attempt to implant a third clip was unsuccessful, additional tissue damage was observed. Mr was reduce to a grade of 3-4. The patient then underwent a successfully mitral valve replacement. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device associated with clip caught on chordae. The reported patient effect of tissue injury appears to be due to the clip caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and surgical intervention were results of case specific circumstance as the clip was deployed with the chordae, the patient remained hospitalized and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design, or labeling.